Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported regarding the fluid buildup from collection of csf, hcp thought it was another catheter issue but no diagnostics were performed they just went into surgery. It was reported that a managing pain physician did the surgery, not a neurosurgeon. There was a suspicion the patient had a dural tear that needed to be repaired. It was noted nothing was wrong with the catheter. It was later reported the name of the physician that performed the second revision and that revision was done in (B)(6) 2013. A catheter was placed and anchored. The doctors removed the distal tip of the catheter and re-inserted a new distal tip of catheter. The patient was still leaking and the hcp went back in a second time on the same day and checked to make sure everything was working and connected properly. No issues were found. The physician put in a drain and when he removed it, the patient was still leaking. It was reported the patient wanted the pump to be removed. The patient signed herself out of the hospital. She was in communication with hcp everyday while she was at the hospital asking for help but was told that her neurosurgeon needed to repair the dural tear. No other surgeon was going to touch it. It was noted the pump was working and there were no issues with it or the catheter. The patient was having an MRI done today ((B)(6) 2013) to check for any other issues and to get a visual on the extent tear. The outcome of the patient was unknown at the time of this report.

Event description:
The patient fluid build-up that was larger than a golf ball and visible on her spine. The catheter had come out of the intrathecal space and was wrapped around in a circle several times. The catheter was revised on (B)(6) 2013. It was noted that "the correct anchor was used." The device system was delivering bupivacaine, baclofen, and morphine. For subsequent events, see manufacturer's report # 3004209178-2013-02851. Additional information has been requested, a follow-up report will be sent if information becomes available.